Manufacturer narrative:
End of report.

Event description:
A plastic surgeon reported two patients experienced severe reactive dermatitis. The dermatitis allegedly occurred exclusively where 1530-1 3m¿ micropore¿ tape was applied. The plastic surgeon reported there was no sign of infection, clearly a reactive dermatitis, thus antibiotics had no effect. The micropore¿ tape was discontinued. The plastic surgeon reported the dermatitis slowly resolved following input from dermatologists and use of topical steroid creams (unspecified type).